Event description:
It was reported that during cage repositioning in situ, the securing mechanism of a vlift expander inner shaft fractured. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Visual inspection: the shaft of the draw is confirmed to be fractured off of the knob. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, similar complaints were identified. This lot was manufactured in march of 2014 therefore the instrument is 7 years old. From instruments general IFU, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Most likely cause of reported event is normal wear due to age.

Event description:
It was reported that during cage repositioning in situ, the securing mechanism of a vlift expander inner shaft fractured. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
A material analysis was not performed for this specific device as it was about 7 years old at the time of the event and the event is most likely related to normal wear due to age of the device. However, a materials analysis was performed for a previous similar complaint related to inner shaft breakage of the vlift handle. No material of manufacturing defects were observed during this analysis. It was determined that the shaft fractured as a result of fatigue which was likely a combination of reversed bending and rotating bending.

Event description:
It was reported that during cage repositioning in situ, the securing mechanism of a vlift expander inner shaft fractured. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.